Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. It was noted that the explanted device was to be used as a temporary pacemaker for this pacemaker-dependent patient until a new system could be implanted.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.